Event description:
The patient was inappropriately treated 2 times by the lifevest. The patient's neurological status at the time of the event is unknown. Atrial fibrillation with rapid ventricular response (af with rvr) and motion artifact contributed to the false detection. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. As reported, the back response button is missing, making it hard to press the response buttons. No injury was reported from the treatment. The patient went to the emergency room for evaluation and was discharged home. It is not known whether the patient continues to use the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt have not been returned to the distributor for evaluation. Awaiting equipment return and evaluation.

Event description:
The patient was inappropriately treated 2 times by the lifevest. The patient's neurological status at the time of the event is unknown. Atrial fibrillation with rapid ventricular response (af with rvr) and motion artifact contributed to the false detection. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. As reported, the back response button is missing, making it hard to press the response buttons. No injury was reported from the treatment. The patient went to the emergency room for evaluation and was discharged home. It is not known whether the patient continues to use the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
Device evaluation of monitor and belt has been completed at the distributor. Treatment was confirmed and all gels were deployed. The report that the back response button is missing was not confirmed. The back button cover is missing; however, the button functions normally. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction causing or contributing to the inappropriate treatment. The root cause of the missing rear button cover is physical abuse. There was no adverse event that resulted from the missing rear button cover. The monitor and electrode belt have not been returned to the distributor for evaluation. Awaiting equipment return and evaluation.